Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 at 6 pm with blood glucose of 450 mg/dl. The customer experienced symptoms such as could not breath. The customer was wearing the insulin pump during the hospitalization. The customer alleged insulin pump was under delivering as the customer had high blood glucose level. The customer reported that she thought that the insulin pump was not delivering insulin as the blood glucose level was going up and staying up. The customer changed set and woke up with more high blood glucose level and the customer ended up in emergency room. The customer¿s current blood glucose level was 111 mg/dl. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.